Event description:
It was reported that there was a discrepancy in the insulin gauge display on the customer's pump, showing a different amount than expected, and the difference exceeded 30 units. There was no adverse impact to the customer's blood glucose level. The customer reached out to technical support for assistance and felt their issue was not initially addressed properly. However, after escalation, customer service assisted with troubleshooting, resolving the issue after a cartridge load process. The customer was offered and accepted cartridge and ifs replacements to ensure satisfaction, and no further action was required.